Event description:
It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in primary sensing vector. In the alternate sensing vector, the p-waves were the same size as the r-waves. Technical services advised to program the sensing to the alternate sensing vector and do postural testing with patient after recovery. The doctor elected to program the subcutaneous system off and leave it implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no known additional adverse patient effects. It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in primary sensing vector. In the alternate sensing vector, the p-waves were the same size as the r-waves. Technical services advised to program the sensing to the alternate sensing vector and do postural testing with patient after recovery. The doctor elected to program the subcutaneous system off and leave it implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no known additional adverse patient effects. It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in primary sensing vector. In the alternate sensing vector, the p-waves were the same size as the r-waves. Technical services advised to program the sensing to the alternate sensing vector and do postural testing with patient after recovery. The doctor elected to program the subcutaneous system off and leave it implanted. There were no additional adverse patient effects.